Event description:
Reporter stated that pt's infusion set separted. They indicated that this has happened with 2 infusion sets, from this lot. Reporter stated that, as a result of the insulin leakage, pt's blood glucose measured >400 mg/dl. No treatment was received.